Manufacturer narrative:
The lumbar probe was returned to medtronic for evaluation. The reported issue was able to be duplicated through functional testing and visual/physical examination. The returned probe had impact marks at the back end causing fit issues with the mating tracker. It was determined that there was a physical damage failure with the probe. This issue was documented in a hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site had a damaged lumbar probe. The probe was discovered as damaged in sterile processing. There was no patient involvement.